Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: wire fatigue in power cable section the reported event of damage on the patient cable was confirmed with the returned 14v power module patient cable. Visual inspection of the returned 14v power module patient cable revealed damage with visible shielding approximately 49 inches from the controller power connector end. Functional testing of the patient cable did not reveal any functional issues related to the damage. After testing, the area around the damage was removed, and visual inspection revealed the damage did not breach the shielding construction. A root cause of the damage outer insulation could not be determined through this evaluation. Device history records for 14v power module patient cable could not be located and was not reviewed. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient cable was broken and was replaced.